Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) and exhibited oversensing of noise on numerous stored episodes. It was noted by the physician that the patient underwent a procedure at the time of the alert and when the oversensing of noise was observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.